Event description:
Customer reported a motor error alarm that was resolved by changing the reservoir and infusion set. He reported that the alarm always occurred during a bolus. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. The blood glucose reading was 109 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.